Event description:
Healthcare professional reported capsular contracture baker grade iii. Diagnosed via physical exam. This record is for the right side. Device was explanted and replaced. Provider noted device is available for return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade iii. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Previous medwatch submission noted capsular contracture baker grade iii. Upon further information, allergan has determined that the event of capsular contracture baker grade iii did not occur.